Manufacturer narrative:
Enclosed medwatch section 6 completed for 3 cases of syringes impacted by the event. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue but there were no quality notifications or dispatches pertaining to this event, therefore, no root cause can be determined. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
New information as of 22 april 2024. Lot # updated from unknown obtained during photo investigation.

Event description:
Note: no lot number is provided by the customer. Material # 328411 material description - syringe 1.0ml 30ga 1/2in uf 10bag 500cs complaint description ¿ clear lake dc received three cases of item 2183739 ndc (B)(4) on po (B)(4) that did not have the labels on the outside of the cases. The cases had to be cut open to be received and this is a red flag for possibly being suspect product and quarantined due to labels missing.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device is not available.